Manufacturer narrative:
Pictures provided by the customer have been visually inspected. The bar exhibits a broken adhesive joint (distal end) between carbon fiber bar and metal part, and a longitudinal crack in this area. The reported failure mode is known. Preventive actions were implemented dec. 2015 to strengthen the adhesive joint and to increase the process robustness. The product is manufactured before the implementation of the joint optimization. It is incredible that the parts fall apart due to an induced force by the weight of the patients¿ leg in case the adhesive bond fails. On our knowledge base this failure mode was caused by overload. No impact to surgical procedure or safety of patient or third persons was reported. Maquet (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report.

Event description:
The customer reported that after a procedure they discovered a broken carbon-fiber traction bar. No injury to the patient has been reported to maquet. (B)(4).